Manufacturer narrative:
(B)(4). Product not returned to the manufacturer.

Event description:
It was reported that the abutment screw (iunihg) fractured in the patient mouth. It was also reported that they were able to remove the fractured portion from the implant and was discarded.

Event description:
Customer reported that a screw fractured in the patient's mouth. They removed the broken portion from the implant, but have since discarded the product.

Manufacturer narrative:
This report is being submitted to supplement. The reported device was not returned for evaluation. The reported condition of a fractured screw could not be confirmed. A device history review (DHR) could not be performed as the lot number is unknown. The condition of the device following manufacturing and shipping from the zimmer biomet site could not be verified without relevant DHR information or a physical specimen to review. However, there is no evidence that suggests the device did cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product.